Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection set leaked out of the tubing after use. No injury or medical intervention reported.

Manufacturer narrative:
A supplemental MDR 276448 was filed to correct the date of awareness referenced in CAPA 163116. The supplemental MDR reflected the dates given to bd by the customer. Those dates were reported incorrectly. Initial MDR gives the date of event as (B)(6) 2016. The initial MDR was correct. Initial MDR gives the date received by manufacturer as 12/20/2016. The correct date received by manufacturer is 12/08/2016.

Manufacturer narrative:
Initial MDR gives the date of event as (B)(6) 2016. The correct date of event is (B)(6) 2016. Initial MDR gives the date received by manufacturer as 12/20/2016. The correct date received by manufacturer is 08/12/2016.